Event description:
It was reported that a patient presented for a routine generator replacement. It was revealed that the atrial lead had an insulation break. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.